Manufacturer narrative:
The impella product was returned for analysis. The data logs were not returned but, they would not pertain to the failure mode and analysis. The impella was inspected and no defect was found. The root cause of the hematoma was unable to be determined. The returned repositioning unit showed no signs of damage. The manufacturing review found no similar complaints made against the lot of pumps. The failure mode will be monitored and trended.

Event description:
The patient had a mitraclip procedure for mitral valve disease, decompensated, then an impella cp was placed emergently. After implant the patient was admitted to the ICU for monitoring, at this time the patient had a hematoma develop. Due to the patient's instability, the decision was made to bring her back to the or to repair the groin access site and infuse 4 units of blood product to the patient.